Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 118 mg/dl. The customer stated that she noticed that the act and esc buttons were not working when she attempted to deliver a bolus. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent escape or express button response due to flattened dome switches. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.